Manufacturer narrative:
Concomitant medical products: product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6)2012 explanted: other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4) ubd: 02-nov-2014, UDI#: (B)(4) ; product ID: 3778-60, serial/lot #: (B)(4) ubd: 28-jan-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported having painful shocks in the groin area even when the ins is off. Pt described having "terrible pain in her legs" pt stated today pt felt a shock that almost sent them across the room it was so bad. Pt stated this has been going on for a couple of months and it seems to be getting worse with time. Patient services (pss) asked about falls or traumas recently and pt reported they had a fall aug or sept 2022. Pt stated fell back wards and broke their wrist. Pt stated they fell 4 days before that incident. Pt reported they have had "balance issues" that started this year 2022 and pt is trying to get that diagnosed. Pss suggested that pt have the ins and leads checked by hcp - pt stated that they will contact dr graywall because they work with lead wires. Patient called back and repeated information below. Patient stated they were "getting electrocuted" in their groin area. Patient added that it's shocking them even when the stimulation isn't on. Patient stated they've fallen a few times and think the leads got messed up. Patient said they have an appointment with dr. Jesveer grewal on friday at 9:45am, but dr. Grewal doesn't typically work with mdt and didn't know who the rep would be. Patient asked to get in touch with a mdt rep. Agent sent message to the field.